Event description:
It was reported that following a stenting treatment procedure, stent thrombosis occurred. The procedure treated the de novo, 90% stenosed, b2, 2.0x16mm target lesion located in the calcified proximal left anterior descending (lad) artery. Pre-dilation was performed using a 2.5x15mm nc quantum apex balloon inflated to 12 atms. Then a 2.5x15mm promus element stent was advanced and deployed at 12 atms for 20 seconds. Post dilation was performed using a 2.5x15mm nc quantum apex balloon. Intravascular ultrasound was then performed confirming that the stent was well apposed. The patient was placed an aspirin and hepalin. Six days later, while still hospitalized the patient experienced chest pain. Angiography revealed a completely occluded thrombosis within the 2.5x15mm promus element stent. A thrombectomy was performed but the physician was not able to aspirate the thrombosis and blood flow did not improve. Next, angioplasty was performed with a 2.5x15mm non-bsc balloon inflated to 8 atms, improving blood flow to timi 3 flow. A 90% stenosis remained proximal to the 2.5x15mm promus element stent and a 2.5x18mm non-bsc stent was deployed at 9 atms. Post dilation was performed with a 2.5x15mm nc quantum apex balloon inflated to 20 atms. Hepalin was discontinued and the patient was prescribed clopidogrel. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).